Manufacturer narrative:
(B)(4).

Event description:
The deep brain stimulator pocket became infection. Pt symptoms included swelling and warmth at the generator site. The pt was hospitalized and the generator was removed.